Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -2.50/5.5/099 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Refractive surprise was observed. It was reported that the surgeon plans to do a photorefractive keratectomy (prk) to resolve the problem. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information was received: it was reported that "after prk refraction now is -0,25/-0,25 with a bcva of 20/20". (B)(4).